Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The failure occurred due to the ligature failing and the inflated balloon slipping past the skive hole which prevented the balloon from inflating. The ligature likely failed due to the pull force on the catheter during the procedure. It is possible that procedural factors including stenosis or calcified plaque caused additional pull force to be used during thrombus removal and contributed to the failure. The lot history record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the balloon could not be deflated during an embolectomy procedure. The operation was successfully completed using an alternative device. It is not known if the device was pre-checked prior to use. No injury was reported to the patient.